Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, the insulation of the high voltage lead was noted to b peeling. The electrical parameters were checked and were normal. The lead remained implanted and the patient was stable.